Event description:
User had thirteen samples from one pt with troponin t results that do not match the clinical picture as the troponin t spiked while the ck values started to return to normal. All results are in ug per l. Sample from 2009 at 08:05 am = 1.25. Sample from same day at 16:30 pm = 1.54. Sample from same day at 23:20 pm = 1.58. Sample from the next day at 05:26 am = 1.60. Sample from same day at 10:00 am = 1.33. Sample from same day at 16:40 pm = 1.54. Sample from the following day at 1:40 am = 1.62. Sample from same day at 05:10 am = 1.50. Sample from eleven days later at 05:00 am = 5.98. Sample from three days later at 22:15 pm = 11.17. Sample from the following month at 04:40 am = 11.35. Sample the next day at 04:20 am = 9.95. Sample the following day at 11:45 am = 10.63, repeat result from another analyzer was 9.37 and with dilution generated results of 9.24 and 6.52. No info was provided to determine if results were reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.